Event description:
During an embolization of a carotid cavernous bilateral fistula, three deltamaxx coils (dmx18185520/ c25766 and dmx18206020/ c30617 x 2) could not detach. They changed the cables, and the coils still did not detach; however, the same standard cables and detachment control box worked with other subsequent coils. It was reported that there was no patient injury, and the coils were removed without additional intervention. During the coil non-detachment, the unspecified prowler lp-es microcatheter position was lost and the microcatheter had to be re-positioned; however, the microcatheter did not appear damaged. There was a clinically significant delay in the procedure of 1 hour due to the coil non-detachment and the microcatheter loss of position. Because the hospital did not have additional coils to replace the same coils that did not detach, other brand coils were used with sub-optimal success since the replacement coils were ¿not enough to fulfill the fistula anterior wall¿ and this ¿compromised patient recovery¿; however, there was no actual patient injury do to the coil detachment and microcatheter loss of target position. It was reported that the coils that did not detach did not appear damaged (kinked, stretched or prematurely detached) after removal. A pre-deployment check had not been performed. A fault light was not seen during the case, and the green system ready light illuminated. During the detachment cycle, the detachment light illuminated and the audible signal beeped. All connections appeared to fit properly without application of excessive force. The devices had been stored according to labeling instructions.

Manufacturer narrative:
Additional information was received on july 29, 2015. The patient¿s age was a (B)(6) year old female, and weighed (B)(6). The microcatheter used for the procedure was a prowler select lpes (606-s155x/17033054). It was not necessary to remove the microcatheter from the patient and the same microcatheter was used to complete the procedure. The device was returned for analysis on 7/31/2015. Complaint conclusion: during an embolization of a carotid cavernous bilateral fistula, three deltamaxx coils (dmx18185520/ c25766 and dmx18206020/ c30617 x 2) could not detach. They changed the cables, and the coils still did not detach; however, the same standard cables and detachment control box worked with other subsequent coils. It was reported that there was no patient injury, and the coils were removed without additional intervention. During the coil non-detachment, the prowler select lpes (606-s155x/17033054) microcatheter position was lost and the microcatheter had to be re-positioned; however, the microcatheter did not appear damaged, and it was not necessary to remove the microcatheter. The same microcatheter was used to implant subsequent coils without further issue. There was a clinically significant delay in the procedure of 1 hour due to the coil non-detachment. Because the hospital did not have additional coils to replace the same coils that did not detach, other brand coils were used with sub-optimal success since the replacement coils were ¿not enough to fulfill the fistula anterior wall¿ and this ¿compromised patient recovery¿; however, there was no actual patient injury do to the coil detachment and microcatheter loss of target position. It was reported that the coils that did not detach did not appear damaged (kinked, stretched or prematurely detached) after removal. A pre-deployment check had not been performed. A fault light was not seen during the case, and the green system ready light illuminated. During the detachment cycle, the detachment light illuminated and the audible signal beeped. All connections appeared to fit properly without application of excessive force. The devices had been stored according to labeling instructions. The devices will be returned for analysis. The device was returned for analysis. The unidentified detachment control box (dcb), connecting cable and microcatheter were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As viewed into the returned packaging it was found that the coil was entangled, stretched, and severed from the device positioning unit (dpu). The coils unintended detachment was mechanical in nature requiring external force. The detachment fiber was found intact and undamaged after the separation. The dpu passed electrical testing with resistance at 52.87 ohms and the enpower systems ready green light illuminated. The detachment button was pressed for one detachment cycle. Post-detachment electrical testing found that the enpower systems ready green light remained illuminated and the resistance passed at 52.1 ohms. Post-detachment inspection found that the detachment fiber detached in the laboratory received heat and melted. No manufacturing defects were found. The evidence overwhelming shows that any coil attached to this detachment fiber would have been released. Laboratory testing could not duplicate the field complaint. With the dpu passing electrical testing and the fully intact detachment fiber melting as designed on the first detachment cycle which would have released the coil if it was still attached, therefore the root cause of the coils non-detachment inside the target site cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The failure to detach the coil was not confirmed via failure analysis since the device passed electrical testing and detached as designed. It was stated that a pre-deployment electrical test was not completed. If the pre-deployment electrical test was not completed, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿verify the functionality of the microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding.¿ since there was no evidence of a manufacturing issue related to the event, not corrective actions will be completed at this time. This is 1 of 3 mdrs being submitted for this complaint, with associated report numbers of 2954740-2015-00179, 2954740-2015-00180, and 2954740-2015-00181.

Manufacturer narrative:
Information regarding patient age, gender, weight were no provided. It is anticipated that the device will be returned for analysis; however, the product has not yet been returned. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Concomitant medical products: standard cables and detachment control box, unspecified prowler lp-es microcatheter. Additional information will be submitted within 30 days of receipt. This is 1 of 3 MDR's being submitted for this complaint, with associated report numbers of 2954740-2015-00179 and 2954740-2015-00181.